Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the left bundle branch area pacing (lbbap) lead exhibited high capture threshold which lead to loss of capture. Fluroscopy revealed that the lbbap lead had dislodged. The lbbap lead was explanted and replaced. The patient remained stable throughout.